Event description:
A nurse reported that an ophthalmic cannula propelled off and a patient experienced vitreous hemorrhage. The force of the cannula caused the intraocular lens (iol) implant to be displaced into the posterior segment of the patient¿s left eye during cataract [with intraocular lens (iol) implant] surgery. The surgeon stabilized the patient¿s eye and cleared the vitreous hemorrhage. The current patient status was unknown at the time of report. This report pertains to the syringe involved in this report. Additional information has been requested, but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Two syringes were returned for evaluation. No damage was observed on the syringes that would contribute to this reported event. The thread and the luer lock tips on the syringes were intact. Both hydro dissection cannula and anterior chamber cannula from the lab stock could be tightened and locked to the syringe tips for testing. No detachment occurred during pushing the syringes several times. There was no manufacturing-specific related issue observed during evaluation. The customer's event could not be reproduced with the returned product. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified that would have contributed to the reported event and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received (2 syringes), the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint, therefore no action will be taken for this occurrence. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.